Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that the hp052 luke handpiece failed during the case. The case was completed with another device. There was no consequence to pt.